Manufacturer narrative:
The reference electrode issue identified by the fsr was a contact pin that is responsible for measuring the signal. If this contact pin does not move freely and blocks intermittently, incorrect signal readings from the electrode may not be reliable. It could not be determined what caused the contact pin issue. The investigation determined the contact pin issue was the root cause for the event.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4)

Event description:
The customer initially questioned sodium (na) and potassium (k) results for 1 patient tested on a cobas integra 400 plus. Based on the data provided, the na results for this patient were discrepant. The initial na result was 160 mmol/l. This result was reported outside of the laboratory. The sample was repeated and the na result was 160 mmol/l. A new sample was also obtained and the na result was still 160 mmol/l. The patient was sent to the hospital where the na results were normal. The na result at the hospital was 139 mmol/l and the k result at the hospital was 4.9 mmol/l. On (B)(6) 2018 the initial sample was repeated twice with na results of 136 mmol/l. After the initial point of contact, the customer provided data for 2 additional patients. Based on the data provided, patient 2 had discrepant na results and patient 3 had discrepant k results. On (B)(6) 2018 patient 2 (male with date of birth of (B)(6)) had an initial na result of 160 mmol/l. On (B)(6) 20187 the sample was repeated twice with results of 135 mmol/l and 137 mmol/l. On (B)(6) 2018 patient 3 (male with date of birth of (B)(6)) had an initial k result of 3.2 mmol/l. The repeat result was 5.3 mmol/l. The patients were not adversely affected. No electrode lot numbers or expiration dates were provided. The field service representative (fsr) visited the customer site and found an issue with the reference electrode. The plastic chassis was broken which caused the contact bolt to be misadjusted. The fsr replaced the contact bolt and the problem appeared to be fixed. On 08-jun-2018 the fsr was onsite performing maintenance and a new questionable result was observed. The actual result was not provided. The fsr concluded that a bubble in the sample cup caused the result in question. Ise check tests were performed 3 times and there have been no additional questionable results.